Event description:
It was reported to boston scientific corporation that during a vaginal apical anterior repair procedure using an uphold vaginal support system, the dilator bunched and then the needle, along with "some" amount of suture detached from the mesh leg assembly when the physician was pulling the leg assembly through the pt's sacrospinous ligament with his fingers. The suture piece with the needle at the end was then retrieved from inside the pt. The procedure was completed with another uphold vaginal support system with no further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.